Event description:
A hosp in (B)(6) reported via a fisher & paykel healthcare rep that an mr290v autofeed humidification chamber used in a set-up appeared to be 'damaged.' No pt consequence was reported.

Manufacturer narrative:
(B)(4). The complaint mr290v humidification chamber is still en route to fisher & paykel healthcare for inspection. We will submit our findings in a f/u report following receipt of the device and at the completion of our investigation.